Manufacturer narrative:
The sample was li heparin plasma that was analyzed within an hour of collection. Qc performed prior to the erroneous result and was within the customer's established ranges. A system check was performed on (B)(4) 2010 and was within specifications. Per the customer, all patient results were repeated during this event and found that the only erroneous result generated was the initial patient sample result. Service was not dispatched for this event.

Event description:
A customer contacted beckman coulter inc (bci) in regards to obtaining a troponin (accutni) result above the ami cutoff for one patient's sample that was generated by the access 2 immunoassay analyzer. The erroneous result was reported out of the laboratory; however, repeat testing of this sample along with a subsequent sample resulted within the normal reference range. The physician questioned the patient's elevated accutni result because it did not match the patient's clinical picture. The patient was admitted to the intensive care unit (ICU) due to the elevated accutni results.